Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "metal ion trend in patients with metal-on-metal total hip arthroplasty: a 10-year prospective study" written by rudy sangaletti, andrea spreafico, flavio barbieri, roberto ferrari and claudio carlo castelli published by hip international 2018, vol. 28(2s) 43¿47 was reviewed. The article's purpose to analyze clinical-radiological outcome and compare values of cobalt (co) and chrome (cr) ions in whole blood at 6, 12, 24, 60 months and 10 years after the implantation, to find possible release trends and information about wear and the related variables. Data was compiled from 45 patients receiving total hip arthroplasties between 2004 and 2006. All patients received uncemented depuy implants. Four patients received revisions but none had metal ion levels greater than 7 mcg/l. Three of the four patients were symptomatic and intraoperative findings confirmed metallic debris, evidence of armd, and evidence of alval. The fourth patient requested revision due to concern of reaction to metal ions. The article does not clarify that the cup or stem was explanted but it is reasonable to conclude that at least the bearing materials were exchanged as the article discusses associated bearing wear to the metallic debris. Depuy products: pinnacle cup, ultamet liner, metal femoral head, summit stem adverse events: pain (treated by revision with intraoperative confirmation of foreign body reaction and metallic debris associated with bearing wear).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.